Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 31 mg/dl. The customer had low blood glucose and drank a coke. Customer declined to troubleshoot for low readings. Customer stated needs assistance to program new transmitter to the pump and was assisted in programming the transmitter to pump. The insulin pump will not be returned for analysis.